Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3888-33, lot# v508181, implanted: (B)(6) 2011, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37761, serial# (B)(4), product type: recharger. Analysis determined that the connector was loose on the desktop charger (s/n: (B)(4)) (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The recharger was not charging. On the weekend, the patient was not sure if it was saturday or sunday, she was not able to charge the recharger. The ins was fully depleted. The pin would not stay in the hole. The patient saw her doctor on (B)(6) 2014 and received help, now the ins was fully charged. Indication for use included non-malignant pain, and other non-malignant pain. It was additionally reported that the ac adaptor connector was loose. Appears to have occurred through product use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.